Manufacturer narrative:
(B)(4). Concomitant medical products: 115330, comp rvrs shdr glen bsplt +ha, 550150, 115395, comp rvs cntrl 6.5x25mm st/rst, 028540, 180551, comp lk scr 3.5hex 4.75x20 st, 580930, ep-115393, e1 44-36 std hmrl brng, 875940, 11-113685, bio-mod rvs hmrl a tray, 003280, 118001, versa-dial/comp ti std taper, 007190, 115310, comp rvrs shldr glnsp std 36mm, 996770, 180553, comp lk scr 3.5hex 4.75x30 st, 233490, 180553, comp lk scr 3.5hex 4.75x30 st, 446820. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02416, 0001825034 - 2018 - 02417, 0001825034 - 2018 - 02418, 0001825034 - 2018 - 01826, 0001825034 - 2018 - 01828. Requested but not returned by hospital.

Event description:
It was reported that the patient was revised due to glenosphere, baseplate, and screw migration. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Explant date-unknown date, 2018. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to baseplate and screw migration. Attempts have been made and additional information on the reported event is unavailable.